Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported guide wire separation was confirmed via returned device analysis. However, the reported difficulty retracting the wire/resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto). The ht progress guide wire tip became separated while attempting to straighten the j-shaped distal tip during use. The separated guide wire tip remained in the artery. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that the target lesion was a chronic total occlusion (cto) located in the distal right coronary artery (rca). Slight resistance was noted with the cto lesion prior to the guide wire separation. The patient left the hospital the day after the procedure. A scheduled procedure was performed one week later to treat a lesion at the circumflex artery and the left anterior descending artery (lad). During the scheduled procedure, it was confirmed under angiography that the separated guide wire tip remained in the same position in the distal rca. No intervention was scheduled to remove the guide wire tip, as it was decided to leave it in place. No additional information was provided.